Event description:
The customer reported that the system displayed an overload fault error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was replaced and a beam alignment was performed. The filaments were calibrated. The system was tested and found to be working as intended and put back into service.